Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred after customer was at a water park. Customer changed out the cartridge to resolve the alarm and resumed insulin delivery. Customer's blood glucose was 490 mg/dl.